Event description:
The customer reported that a falsely depressed valproic acid (valp) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was not reported to the physician(s). The sample was repeated eleven times on an original dimension exl 200 integrated chemistry system. The first four repeat results were similarly depressed and were considered erroneous. The remaining seven repeat results recovered higher than the initial and first four repeat results. The seven repeat results were considered correct and the repeat result of "60.15 ug/ml" was reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed valp results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed valproic acid (valp) result was obtained on a patient sample on the dimension exl 200 integrated chemistry system. Quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the photometer belt and assay of photometer belt tension, performed arm alignment and system check which recovered acceptably. The cause of the falsely depressed valp results is unknown. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00276 on 24-oct-2024. Additional information (29-nov-2024): siemens reviewed the instrument data and determined that there were no issues with the reagent as quality control (qc) recovered within acceptable ranges. Siemens evaluated the event and determined that the photometric belt issue, which was addressed with the service activities mentioned in the initial report, potentially contributed to the falsely depressed valp results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.